Event description:
During cardiac catheterization procedure, catheter balloon ruptured. Rupture occurred during post stent deployment dilatations, with bonnie 4.0 x 20mm balloon. Inflated to 14atm mid stent. Pulled back for proximal inflation, inflated to 14 atm, balloon ruptured. Distal portion of balloon remained in vessel preventing recross with another wire. Pt taken for emergent coronary bypass surgery. Inflated balloon profile: 0.33." Rated burst pressure: 16 atm. French size: 2.6 fr.